Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4): blood loss is labeled in the IFU, valve leaks are not specifically labeled in the IFU. Manufacture date: unknown as lot is unknown. Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent an abdominal aortic aneurysm in 2005. Limb extension separation from main body. Patient returned to physician on (B)(6) 2011 with rupture aneurysmal right iliac/thrombosed off causing cold leg. Physician believes possible type 2 leak or graft separation. Patient outcome was requested but not provided by the reporter.